Event description:
Reporter states that approximately 2 yrs ago there was an upward trend of atypical mycobacterium (not tb) being recovered from the bronchial specimens of patients. There were a total of '36' patients testing positive for the atypicals in 2006 and cdc was contacted. This year alone there's been well over '36' patients for which atypical mycobacterium have been recovered in the bronchial washings. The MFR has been contacted. They've subsequently visited the hosp and sent a follow up letter suggesting that they flush their equipment after each cycle, rather than at the end of the day (something they'd instituted on their own when the problem first presented) and that they evaluate their scope connections (using quick connects). Currently,the hosp has increased the number of scopes being done by surpassing the number done by the last quarter of last year! So far the contaminants can be found in municipal waters. The hosp continues to change their filters more frequently. Despite their efforts there's been a noticeable rise in mycobacterium avium "dordonnai". Cdc recommended they contact FDA. Thus far,there have been no known pt injuries, but the concern is of course, if an immunocompromised pt is exposed, there's potential for a serious outcome.